Manufacturer narrative:
(B)(4). Concomitant products: item# unk unknown screws lot # unk --(qty 17); item# cp161945 ti lock-scr cancls 6.5x40mm lot# 035490; item# cp161944 ti lock-scr cancls 6.5x35mm lot# 035460; item# cp161943 ti lock-scr cancls 6.5x30mm lot# 178440; item# cp161942 ti lock-scr cancls 6.5x25mm lot# 119780 (quantity 5). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient underwent total hip arthroplasty approximately 1 year ago. Subsequently, patient reported experiencing loosening and vague mechanical symptoms. No revision has been reported to date. Attempts to obtain additional information have been made; however, none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3; b5; d6.

Event description:
It was reported patient was revised approximately 2 years post implantation due to implant failure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI-(B)(4). Method: 4117-device not accessible for testing, 3331-analysis of production records, 4112- analysis of data provided by user/third party (xray). Conclusion: 4310: cause cannot be traced to device. Reported event was confirmed by xray review. Xray review indicates overall fit and alignment appear appropriate for this custom triflange system. Bone quality appears slightly osteopenic. There is loosening of the two most inferior acetabular component fixation screws, with one screw completely removed from bone. There also appears to be early lucency and loosening at the tip of the most inferior of the upper set of screws. Osteolysis is noted along the fixation screws that are loose. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.